Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with when needle release was pulled the needle and wire removed from the device but the safety sheath remained over bung.

Manufacturer narrative:
The following fields have been updated due to corrected information: b.3. Date of event: (B)(6) 2018.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with when needle release was pulled the needle and wire removed from the device but the safety sheath remained over bung.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with when needle release was pulled the needle and wire removed from the device but the safety sheath remained over bung.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7208548. Our records show that this is the only instance of this issue occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.